Manufacturer narrative:
This report is submitted january 3, 2017, by cochlear ltd. On behalf of cochlear americas.(B)(4).

Event description:
Per the clinic, the patient developed granulated tissue at the implant site, resulting in a loss of osseointegration. Revision surgery is planned; however, has yet to occur as of the date of this report.